Event description:
The physician intended to implant a 2.5 mm diameter x 22 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the rcx. The target lesion exhibited 50% stenosis, excessive tortuosity and moderate calcification. The lesion was pre-dilated twice using a 2.0 x 15 mm sprinter legend balloon up to 18 atm's. The stent could not cross the lesion and the device was removed. The device was returned to the manufacturing facility and stent struts were observed to be damaged. The target lesion was successfully treated using another stent. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. Slight damage was evident to the distal tip. The stent was positioned correctly between the inner marker bands as per specification. The 9th distal strut was damaged and elevated. Please note that this device resolute integrity rx is distributed outside the united states; however, it is similar to the united states distributed product endeavor sprint rx.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent damage, failure to deliver the stent), patient's condition affected effectiveness of device (target lesion exhibited 50% stenosis, excessive tortuosity and moderate calcification). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited 50% stenosis, excessive tortuosity and moderate calcification). (B)(4).